Manufacturer narrative:
Occupation: registered nurse (rn). A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band device was applied after a left heart catheterization. When the patient was being prepped to be moved to recovery bleeding around the site of the band was noted. Manual pressure was applied, and a new band was put on. A hematoma was present at the site and pressure was applied. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure was completed successfully. Additional information was received on 08 mar 2023: there was 15 milliliters (ml) of air was injected into the tr band.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One tr band was returned for product evaluation. The sample was subject to visual analysis. There is no damage noted on the band. 1ml of air is left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. There was no damage noted on the check valve. The complaint can be confirmed for air leakage issues. The cause is a foreign matter in the check valve that led to the inflation balloon leakage. The ops qe was notified, and a non-conformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).